Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. The customer's blood glucose level was 575 mg/dl. The customer addressed elevated blood glucose and the occlusion with a supply change. The customer successfully resumed insulin therapy.